Event description:
It is reported that the device was implanted in 2005. Approximately 2 years post-op, the locking screw backed out of the surface and was floating in the knee joint. A revision surgery was performed in 2007.

Manufacturer narrative:
Evaluation summary: the material gouging and damage observed on the poly part could be the result of the joint being loose due to screw backing out and loose screw caught between the parts. It is possible that the stem extension/taper plug did not get properly seated into the tibia plate and it moved in-vivo causing loss of screw pre-tension and subsequent loosening of the screw, and/or the locking screw was not tightened to the recommended torque level to begin with. Cause cannot be definitively determined based on the available information. Evaluation: as returned, the articular surface exhibits deformation damage to the spine of the device along with some pitting on the condyles and backside wear. Device history records indicate device manufactured to specification.